Event description:
Interventional guidewire tip broke off in coronary artery and mammary artery. Attempts to retrieve the wire resulted in dissection of the mammary artery with complete closure of the mammary artery. Pt sent to surgery to retrieve wire.